Event description:
Our rep is reporting that recently there were occasions during shoulder procedures that metal shaving from various lupine drill guides went into the pt's joint space. He states that a shaver was used in each case to remove the debris and that each case was concluded successfully without further incident or harm to the pt. See also associated MDR's 1221934-2006-00032 & 00033